Event description:
On (B)(6) 2025, I inserted a new dexcom g7 sensor to monitor my son's glucose levels. The sensor is supposed to last 10 full days but on the evening of (B)(6) 2025, it failed. A brand-new replacement sensor was put on and its readings were completely inaccurate right out the box. The new sensor gave a reading of low, which means less than 40 mg/dl but a manual finger-stick was taken, and it read 374. So he was very high while the sensor was reading low. A third sensor was then placed and that one read high immediately after the warmup period which means blood levels were over 400 mg/dl. This has happened numerous times before and didn't happen anywhere near as much with the previous g6 sensors. Ref report: mw5170474.